Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that the ventilator inspired oxygen was not calibrating. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury.